Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value was 400 mg/dl at the time of incident. The customer stated that they were treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not alleged insulin pump was under delivering. The auto mode feature was active during the reported event. The customer declined to troubleshoot because when he checked his blood glucose it was not 348 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test.(B)(4).